Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 493687, expiration date 10/31/2015). (B)(4).

Event description:
Customer received a result of 160 mg/dl on aviva plus system 1, and a result of around 330 mg/dl on aviva plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.